Manufacturer narrative:
H.6 results evaluations: a review of mfg records showed no problems during MFR. A review of complaints database show no other reports on this device lot number. The actual sample was not returned for evaluation. Based on history, this type of event is typically caused by the user hitting the bone. Our instructions for use have a precaution that states: if excessive resistance is met during needle insertion, do not force the needle as damage may occur. To help avoid needle breakage, do not attempt to straighten a bent needle: discard it and complete the procedure with a replacement needle.

Event description:
User alleges one incident where doctor was preparing the pt for a c section the needle broke off inside the pt. The needle had to be surgically removed.